Event description:
It was reported that either urine or water leaked from the thermistor funnel catheter on the next day after placement. Per additional information via email from ibc on 06oct2020, they could not confirm whether the urine leaked or water leaked.

Manufacturer narrative:
The reported event was confirmed as manufacturing related issue. Evaluation found pinhole on the tsc lumen to drainage lumen which caused urine leak. A potential root cause for this failure mode could be due to rough handling during wire assembly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. "[Directions for use]: 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use: 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that either urine, or water leaked from the thermistor funnel catheter on the next day after placement. Per additional information via email from ibc on 06oct2020, they could not confirm whether the urine leaked, or water leaked.